Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq feature was not working as intended. There was no reported adverse impact to customer's blood glucose level. System check with tandem technical support confirmed that the pump was functioning as intended; however, customer maintained that the pump was not functioning properly. Multiple contact attempts were made by tandem technical support for customer to upload data for review; however, no response was received from the customer.